Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The initial inflation was to 8 atms.) It is noted that the lesion was predilated with a maverick2 monorail 20/1.5 mm balloon. The patient was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in the distal rca. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.